Manufacturer narrative:
Surgical intervention. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. ­­­­­­­­­the procedure performed was the patient underwent a ventral hernia repair. The patient underwent an a second surgical procedure for an exploratory bowel obstruction approximately 3 years and 9 months post op. Approximately 4 years and 5 months the patient underwent an abdominal wall excision surgery for an infected mesh with removal of the mesh as it curled up and failed. The removal of the mesh had curled up and failed. Had the mesh implanted not failed, she would not have needed to undergo additional surgical procedures nor suffered a recurrent of her hernia. The patient suffered and will continue to suffer both physical injury, pain, mental anguish, permanent and severe scarring, and disfigurement.

Manufacturer narrative:
Additional info: a2 (date of birth), a4, a5a, a5b, b2 (added hospitalization and disability), b5, b6, b7, d4 (expiration date), d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes, device codes and ime e2402: "sinus, laxity of abdominal wall"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the onlay implant, the patient experienced inflammation, seroma, perforation, dehiscence, compromised immune system due to chronic mesh infection, chronic fatigue, difficulty maintaining a job due to compromised immune system, mesh failure, mental anguish, disfigurement, pain, recurrence, bowel obstruction, infection, scarring, adhesions, abscess, abdominal pain, draining sinus, purulent material, mesh curled, laxity of abdominal wall, and mesh erosion into viscera. Post-operative patient treatment included medication, CT scan, revision surgery, wound vac, exploratory laparotomy, reduction of internal hernia, repair of bowel obstruction, closure of mesenteric defect at jejunojejunostomy, revision of jejunojejunostomy with resection of redundant small bowel, incision and drainage of postoperative wound infection, excision of abdominal wall mesh, lysis of adhesions, admitted to hospital, and primary closure of abdominal fascia.

Manufacturer narrative:
Correction: a1, d10 (abstack20 5mm sgl use abs dev 20 tacks). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the onlay implant, the patient experienced inflammation, seroma, perforation, dehiscence, compromised immune system due to chronic mesh infection, chronic fatigue, difficulty maintaining a job due to compromised immune system, mesh failure, mental anguish, disfigurement, pain, recurrence, bowel obstruction, infection, scarring, adhesions, abscess, abdominal pain, draining sinus, purulent material, mesh curled, laxity of abdominal wall, and mesh erosion into viscera. Post-operative patient treatment included medication, CT scan, revision surgery, wound vac, exploratory laparotomy, reduction of internal hernia, repair of bowel obstruction, closure of mesenteric defect at jejunojejunostomy, revision of jejunojejunostomy with resection of redundant small bowel, incision and drainage of postoperative wound infection, excision of abdominal wall mesh, lysis of adhesions, admitted to hospital, primary closure of abdominal fascia, and mesh revision.

Manufacturer narrative:
Additional information: a1, a4, a5b, b5, b7, e3, h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.